Event description:
It was reported that the pump touch screen was cracked and the "back" button became unresponsive. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 150 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.